Manufacturer narrative:
Product event summary: driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of log files revealed normal pump operation. No alarms were logged around the reported event date. The reported event was not confirmed since the on-site inspection of the driveline cable did not reveal any sheath damage. The adhesive residue found on the driveline cable was removed. Since the driveline cable was intact; a service repair procedure was not performed. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the outer sheath of the driveline was torn. There was a lot of adhesive surrounding the tear from previous dressing changes. The adhesive residue on the driveline cable was removed and the driveline was intact. The driveline cable remains in use. No patient complications have been reported as a result of this event.